Event description:
As reported: coil separated in catheter per periop nurse, failed deployment. Coil was pulled out with microcatheter. Case completed using another coil of similar size. No patient injury reported. Type of procedure performed: pelvic congestion.

Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.